Event description:
A caller reported a minimum fill notification. There was no adverse impact to the customer's blood glucose level. The customer attempted to resolve the issue by loading a new cartridge and cleaning the pneumatic tap area on the pump as instructed by technical support. When reloading the same cartridge did not fix the problem, the customer set up a new in-warranty pump with the assistance of technical support and successfully resumed insulin therapy.